Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The allegation of unresponsive keypad buttons was unable to be duplicated. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the original complaint, the pump cover was removed and internal moisture was found on the keypad flex connector. Additionally, the battery compartment was cracked above the bumper pad.